Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that the insulin pump was exposed to high magnetic filed. Customer stated that they run the load reservoir and fill tubing process and alarm occur again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec and passed self test. However, device alarmed pump error 37 during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, delivery accuracy test, displacement test or verify pump error 130 due to pump error 37. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.